Manufacturer narrative:
It was reported that the controller was inadvertently disconnected during the smr upgrade, causing the controller to continuously sound the "no power" alarm. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the controller passed visual examination but failed functional testing due to a continuous "no power" alarm. The controller was unable to communicate to a monitor, unable to register commands from the front display push buttons and was unable to register an alarm adapter connected to the serial port. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was not outputting the expected signals. Based on the available information, a possible root cause of the reported event can be attributed to an interruption of the smr upgrade, corrupting the user interface controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that while doing smr upgrade on hospital stock controller the power was inadvertently unplugged stopping the upgrade mid procedure.  Alarm occured during software upgrade.  I attempted to restart monitor, and re do controller upgrade, the screen remained blank, and alarms were ongoing.  I could not get the software to download to the controller.  No patient involvement.  No additional information.